Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture (B)(6) 2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device's drawer failure due to right rail of drawer 5.1 had a fault causing friction and noise. A field service engineer replaced drawer 5.1 with an out-of-inventory part, ordered a new drawer for permanent replacement, tested drawers using hardware test application, received new drawer and boxed old drawer for return to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was screeching loudly when opening and closing. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.